Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Prime alarm during the prime test due to protruded/loose drive support disk. Also, the insulin pump had a cracked case at corner display window.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 357mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The mother stated that they are not able to describe any possible damage to the drive support cap, and it may be coming out of the insulin pump. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.